Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for routine follow-up. Upon interrogation the right ventricular lead exhibited high ventricular episodes due to over sensing. Noise could not be recreated in clinic with isometrics. The lead remained implanted.